Manufacturer narrative:
No patient contact reported. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a red fibrous foreign matter was observed adhered to the back of the intraocular lens (iol). Reportedly, the lens was not used as the foreign matter was found during the preparation of the lens. There was no patient injury. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/09/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site wrapped inside a gauze. Visual inspection at 10x microscope magnification showed that the lens was stuck at the loading zone of a competitor cartridge. Stain and multiple loose particles were observed on the lens surface that could be related to the handling of the lens in a non-sterile environment or could belong to the gauze. Also, a red fiber was observed on the lens surface. The lens was analyzed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the red foreign material is consistent with a cellulosic material (e.g. Cotton, rayon, lint). The material is consistent with common materials used by protective clothing of production operators. The material is consistent with common materials used by protective clothing of production operators. Throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing microscopes that would have identified and discarded a product with a similar particulate, as required by the procedures. The manufacturing process is performed inside a regulated clean room class 6 that requires full gowning before entering the room. The customer's reported complaint was verified, however, it could not be confirmed as a manufacturing deficiency, since the device was handled and prepared for surgical procedure. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.